Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/01/2015. The fse replaced the erythrolyse pump which fixed the diff voteouts. The repairs were verified per established service procedures. (B)(6).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered non-numeric differential, diff, results from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.